Manufacturer narrative:
Device was returned to MFR and has been analyzed as follows: device septum surface showed a slit which appeared to have been introduced by a sharp object (such as a blade). This area of device septum did not leak when pressurized to 60psi. No intermal damage was seen on device septum. Evidence of compression/pinching was seen on 9" silicone device catheter aprroximately 5 3/4" from device bayonet lock. This area of device catheter ballooned at 30psi with air and fluid. Increasing pressure to 50psi caused compressed/pinched area of device catheter to tear. No other cuts, tears or holes were seen of device catheter. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR's analysis, report that "device would only infuse when pt was in a certain position" has been confirmed. However, anatomically induced repetitive compression attributable to damage found during MFR's analysis. MFR has forwarded an article excusive to "pinch off syndrome" diagnosis to physician for his review. No further details are available. MFR is now closing file on this event.

Event description:
On 12/5/96, the MFR's technical sales specialist was informed by the surgeon that the device would only infuse when the pt was in a certain position. No further details are available.